Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive anti-b result with ih-card abo/d(dvi-)+rev a1, b when testing on their ih-1000 instrument. A patient sample was tested in duplicate. The anti-b was initially 1 positive but negative when repeated using the same instrument and reagents. The trace files of the affected instrument were collected for investigation. The investigation is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive anti-b result with ih-card abo/d(dvi-)+rev a1,b when testing on their ih-1000 instrument. A patient sample was tested in duplicate. The anti-b was initially 1 positive but negative when repeated using the same instrument and reagents. The trace files of the affected instrument were collected for investigation.the snapshots provided didn't shows any issue concerning this samples. The user perfomed testing with the yellow well and noticed the same false-positive results.the issue could not be reproduced by the manufacturer. We also checked the ih-liss retention samples in dreieich, and among the 34 boxes currently in the reference stock, no wells with abnormal coloration were observed. This leads us to believe that this is an isolated case, and we are not able to link it to manufacturing. Resolution: for ih-liss, it is specifically indicated not to use the product in case of turbidity; this also applies when there are visible color differences in the wells. In this context, our recommendation is to visually check the ih-]liss before loading it onto the devices, and if any turbidity or discoloration is observed, testing with that rack should not be performed. If this situation occurs again, the rack should be returned unused to bio-rad dreiech so that we can perform further analyses.